Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of decolorization. Reason for the return was confirmed. Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an mc2 two stage venous cannula, it was reported that the cannula body became white during the blood removal. The customer believed that an air block had occurred, however, the blood was removed properly therefore the pump was continued. The surgery was completed successfully. When the inside of the cannula was checked, it appeared that the inside of the cannula was slightly dislodged and air was entering. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the cannula was not heated or cooled prior to use. It was opened, moistened with saline, and used. The damage was not in the location of the sutures.